Event description:
A malfunction was reported regarding a pump, which displayed an error code 16-0x20e6. The customer's blood glucose level was recorded at 147 mg/dl, which is within the normal range, indicating no adverse impact. Technical support attempted to reset the pump, but the malfunction persisted. The decision was made to return the device for further inspection, and a replacement pump was sent to the customer.